Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of the user facility that a nurse was giving an injection in the gluteal muscle when the needle detached from the syringe. The nurse reported that the detachment occurred at the luer lock, and that it felt like there was pressure in the system. No injection was given; no harm was caused.